Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in vertical form at 5 atmospheres for five seconds upon first inflation. The appearance of the damage on the balloon seemed to be in the center part of the device. The device was removed without problem and the procedure was completed with another of the same device. No complications reported and the patient is in good condition post procedure.